Event description:
Additional information reported the catheter flowed freely intraoperative after the revision.

Event description:
It was later reported that the patient experienced increased pain at a level of 5-6. The sideport was accessed and x-rays were obtained. It was determined that the catheter was broken. It was noted that during replacement of the catheter the healthcare provider indicated that the ¿catheter appears to have been kinked¿. The existing catheter was anastomosed to the new catheter. The patient outcome was reported as ¿fine¿ receiving effective therapy. The device system was used to deliver morphine and prialt.

Event description:
It was reported the patient experienced increased pain. The physician attempted aspiration of the catheter access port (cap) without success. The spinal segment was removed and replaced on (B)(6) 2013. There was some resistance with removing the original segment. Once the spinal segment was replaced, the whole catheter aspirated without difficulty. The patient status was alive; no injury. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was delivering morphine 25mg/ml, 2mg/day and prialt 3.5 mcg/ml, 0.2801 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter: product ID 8590-1, lot# n291429, implanted: (B)(6) 2011. Product type: accessory. (B)(4).